Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As reported by field clinical specialist, during insertion of the pulmonic delivery system, it was noted to dislodge the right atrial pacing lead during valve positioning. Multiple attempts made to gain 60/40 positioning inside alterra which included wire positioning, atrial loop, and capsule repositioning. Patient was stable during the procedure. Lead replacement / repositioning / or removal is scheduled in the upcoming next few weeks.

Manufacturer narrative:
The device was not provided for return so a no product returned engineering evaluation was performed. As no device was returned, no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint code. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for edwards sapien 3 pulmonic delivery system, preparation training manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed due to lack of the returned complaint device or applicable imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during insertion of the pulmonic delivery system, it was noted to dislodge the right atrial pacing lead during valve positioning. Multiple attempts made to gain 60/40 positioning inside alterra which included wire positioning, atrial loop, and capsule repositioning.'' Guidance in pulmonic procedural training manuals instruct the operator on patient screening, size verification, and landing zone site preparation, in addition to proper guidewire positioning and delivery system tracking techniques. If the operator did not properly follow positioning or tracking techniques, this may have resulted in the delivery system getting caught on the pacemaker lead during valve positioning within the alterra prestent. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests procedural factors (guidewire malposition, improper tracking technique) may have contributed to the reported event. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment was required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.